Manufacturer narrative:
As reported by the legal brief, the patient was implanted with a trapease filter on (B)(6) 2008 and had it implanted until his untimely death on (B)(6) 2016. The death certificate and autopsy report regarding patient¿s death both report his death was caused by the trapease filter perforation of the patient¿s vasculature and causing massive retroperitoneal hemorrhaging. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot (r1107458) presented no issues during the manufacturing process that can be related to the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. Based on the limited information available for review and without procedural films for review, the reported perforation of the ivc and the retroperitoneal hemorrhage could not be confirmed and a clinical conclusion could not be determined as to the cause of the events. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available at this time and the device history record (DHR) review there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted with a trapease filter on (B)(6) 2008 and had it implanted until his untimely death on (B)(6) 2016. The death certificate and autopsy report regarding patient¿s death both report his death was caused by the trapease filter perforation of the patient¿s vasculature and causing massive retroperitoneal hemorrhaging.